Manufacturer narrative:
A partial lead with the connector pin measuring 23.3 cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. The patient was lost to follow up past three years. No further information is available at this time.